Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. All circuit cards were reseated as a precautionary measure. System operates as intended.

Event description:
Customer reported, poor image quality - images are distorted and look like negatives. No pt injury was reported.